Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No a33 alarm noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Event description:
The customer indicated via phone call that their insulin pump alarmed compromised force system sensor while changing the reservoir. The customer also indicated that insulin squirted out of the reservoir. The customer is unsure of their blood glucose level. Troubleshooting found that the drive support cap is normal. Troubleshooting also advised customer that the device would be replaced and indicated that the pump would not return for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No a33 alarm noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. No moisture damage noted on electronics assembly.